Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter. During total laparoscopic colectomy, during ileo-rectal anastomosis, the operator experienced disconnection of the anvil while removing the bowel. It was noted that the anvil was bent. The surgeon did trans-anal removal of the anvil to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.